Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation three errors occurred. First and last failure of the arm connection are due to an initialization issue of force and track sensor and the cause for this issue cannot be determined. The second communication failure is due to a design defect.

Event description:
The surgeon stated that he was having issues with rosa during the registration. One event was during the start up of registration for rosa. He stated that he had another issue where the arm would not connect after starting rosa and going into the registration screen. The robot had been standing idle for about 15 minutes before the registration tab was clicked. The surgeon stated that after he got through these issues the rest of the surgery went smoothly in guidance mode. Another communication error occurred when selecting the tools to place on rosa. A third issue occurred during the auto scan portion of the registration, the arm was moving for the scan and the robot simultaneously gave a communication error message and shut down. There were three surgeries performed, one the previous day, one that morning, and the one he was currently in, where these issues occurred. It was not specified which issue occurred for each surgery.